Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised for mechanical loosening of left total hip arthroplasty. It was indicated that the patient presented with increasing hip pain and inability to ambulate well and getting difficult to walk even with maximum assistance. Operative notes reported that there appears to be a subacute hematoma which was irrigated. The entire ste and head was removed as a single piece by hand as it was grossly loose. Doi: (B)(6) 2006; dor: (B)(6) 2019; left hip.